Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm had occurred. Blood glucose (bg) was 560 mg/dl and ketones were present. Insulin injections were administered to address the bg. The customer removed the pump supplies from the pump and did not observe any damage. The customer reverted to using insulin injections for insulin therapy.